Manufacturer narrative:
Medtronic received the following information from the journal article entitled; type ii endoleak after endovascular aortic aneurysm repair using the endurant stent graft system for abdominal aortic aneurysm with occluded inferior mesenteric artery. Tomoyuki gentsu, takuya okada, masato yamaguchi, hiroki horinouchi, naoto katayama, eisuke ueshima, yutaka koide, keitaro sofue, yasuko gotake, yoshikatsu nomura, hiroshi tanaka, yutaka okita, koji sugimoto and takamichi murakami. Cardiovascular and interventional radiology 2019 volume 42 (4) doi: 10.1007/s00270-018-2140-8. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for the endovascular treatment of unruptured abdominal aortic aneurysms. The following events were reported: serious injury: iliac artery dissection common femoral artery injury occlusion lymphorrhea aneurysm enlargement re-intervention.